Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery because there was no fluid in the system. The device had a hole in an unspecified location. The device was removed and replaced with a new ipp system. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The location of the hole was no identified. There were no patient adverse effects.